Manufacturer narrative:
On 5/27/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA mw5085846 and phone call to mentor that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor smooth spectrum saline implants on (B)(6) 2005 experienced the following: within the first 3 mo, she developed eye bags and dark circles under her eyes; 3 yrs after implantation, she was diagnosed with hypothyroidism (takes levothyroxine - 100mg daily). Since implantation, her health has slowly deteriorated. The last 2 yrs, she has been in and out of the hospital with major infections of the urinary tract, kidney problems, and uterine fibroids. The patient reported she had a hemorrhaging cyst (location not specified). The patient reported tightly numb while blue white and blue fingers and toes, constant utis (e coli, klebsiella) pneumonia (enterobacteriaceae, strep b) severe brain fog, severe debilitating fatigue, painful joints - specifically hips, back, and shoulders, pinched nerves (neck to shoulders) referred to a physical therapist [date redacted] 2019, swollen lymph nodes in the neck and groin, severe constipation. Prescribed linzess; heart palpitations, referred to a cardiologist [date redacted] 2019, dry skin, chronic dry eye, dry mouth, hair loss, severe night sweats, confusion, itchy scalp, chicken skin on the back on my arms, mood swings, gas/ stomach bloating, swelling of the face, hands, feet, dizziness, blacking out if she stands up too fast, her eyes look glassy/yellowed, red/yellow food allergies (2019- corn, rice, beef, gluten, berries, nuts, (she never had food allergies before). As of [date redacted] 2019, her primary pcp has referred her to an auto immune specialist - colonized e coli, allergy specialist, and plastic surgeon to hopefully remove the mentor implants. The patient also reported daily low grade fevers, hair loss, heart palpitations, itchy scalp, facial redness of the cheeks, loss of appetite. The patient said a mammogram showed a spot on her left side. Implants feel soft and jello like. No product issue, such as deflation, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.